Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server patient orders did not cross to all machines, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient orders did not cross to all stations. A technical support specialist (tss) logged into the server, checked the database, and restarted external messages and related services. However, the delay issue persisted. Later, the tss reviewed the carefusion care coordination engine (cce) logs, identified service termination errors, stopped and rebooted the services, and confirmed that all host connections were restored and messages were processing normally. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported when using the bd pyxis¿ es server patient orders did not cross to all machines, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.